Manufacturer narrative:
Date sent: 10/15/08. Eval summary: the analysis results found that the er420 instrument a was returned in good visual condition. The instrument was cycled and ejected the remaining 11 clips. The instrument locked out as intended. The analysis results found that the er420 instrument b was returned in good visual condition. The instrument was cycled and ejected 5 clips and fed and formed 7 conforming clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the devices were used during an unknown procedure. The devices were misfiring in the patient. Another device was used to complete the case. There was no adverse consequence to the patient.